Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a power trialysis implanted via the right internal jugular vein on (B)(6) 2021. The position of the catheter tip was placed near the tracheal bifurcation. The catheter was removed around (B)(6) 2021. In mid-january, a follow up CT examination of pneumonia revealed a hematoma in the cardiac sac. The facility plan to follow up regularly in the future. The doctor thought that the guidewire may have injured the heart during catheter placement. There was no reported patient injury.